Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17932. It was reported that patient presented remotely. It was noted that several automatic mode switches episodes have occurred due to atrial lead noise and the right ventricular also exhibited noise. The patient was asymptomatic. No intervention was performed at the time. Patient would continue to be monitored.